Manufacturer narrative:
Device eval summary: device of electrode belt sn (B)(4) has been completed. The reported problem (service code 204) was confirmed. Upon investigation, the electrode belt was unable to communicate with a monitor. The orange (+5v) was open in the trunk cable. The open wire caused the reported service code 204. The root cause for the open orange wire could not be positively identified, but was likely excessive force on the trunk cable. No adverse event resulted from the open wire. The pt rec'd a replacement electrode belt.

Event description:
A (B)(6) female pt called zoll customer support to report that she was receiving a service code 204. The pt was issued a replacement electrode belt.